Event description:
It was reported that a pt developed a blister on the arch of the right foot, after he/she received an electrical shock during an exam with an (B)(4) system. The blister needed to be drained due to infection, but no additional info was provided by the hospital in order to confirm if the system did cause or contribute to this adverse event.

Manufacturer narrative:
Patient info was not provided by the hospital. Initial reporter occupation was not provided. Device manufacture date is not available at this time. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.